Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead delivered incessant, inappropriate shocks. Upon review of the stored electrograms, there were multiple episodes of noisy electrograms and oversensing. The lead impedance measurements were over 3000 ohms with a shocking impedance of less than 125 ohms. In addition, during the replacement procedure, the physician noted that the insulation was blackened and appeared corroded on the df-1 terminal pin. The lead was capped and another guidant implantable transvenous defibrillation lead was subsequently implanted. The device was returned to guidant for analysis.